Event description:
Manufacturer representative reported patient fell in ocean on (B)(6) 2022. Noticed change in therapy at that time. Patient had a return of pain. Appt with hcp today revealed lead migration. Rep reprogrammed for coverage again with lead that did not move. The right sided lead moved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-dec-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 11-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.